Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Although reportedly the deuce was explanted after approximately 11 years in-vivo and a baseplate fracture was noted intraoperatively prior to implanting a primary tka, no further information was provided. The patient impact beyond the revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Although reportedly the deuce was explanted after approximately 11 years in-vivo and a baseplate fracture was noted intraoperatively prior to implanting a primary tka, no further information was provided. The patient impact beyond the revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a deuce was implanted in 2008. In surgery found fx tibial tray in 2 pieces. Poly, femoral and tibial component were completely removed and primary legion knee was implanted.